Event description:
Exhaust hose ruptured suddenly during surgery. Staff obseved surgeon step near the hose with his heel, and saw a balloon forming in the hose, but the hose ruptured before anyone could respond. There was no pt impact. Hosp did receive the advisory notice, and took all recommended actions including retraining of staff.